Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: a symmetry device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the inner shaft and coming out of the tip. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified inner shaft damage 50mm proximal from the distal markerband. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in an arteriovenous graft loop shunt in the mildly tortuous and moderately calcified vessel in the forearm. A 4.0-10/4t/90 symmetry balloon catheter was advanced for dilation. However, during fourth inflation at 15 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in an arteriovenous graft loop shunt in the mildly tortuous and moderately calcified vessel in the forearm. A 4.0-10/4t/90 symmetry balloon catheter was advanced for dilation. However, during fourth inflation at 15 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.